Manufacturer narrative:
Device 2 of 3: cev605gt (lot # 201110mf1) - manufacturing date: october 2011. Device 3 of 3: cev605gt (lot # 201110mf1) - manufacturing date: october 2011. The device from lot # 201108mf1 was evaluated and indicated that one of the instrument mobile blades was broken. The black plastic skirt was damaged. The blades present traces of significant collision. No equipment fault or manufacturing problem was detected. We can reasonably assume that the instrument was subjected to a fall which led to it the instrument's breakage. Two devices from lot # 201110mf1 were evaluated and present multiple traces of collision on the blades and no longer have the black plastic skirt. One of them presents signs of tightening with pliers and the other is bent on the two extremities. (B)(6). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's internal reference # n/a. (B)(4).

Event description:
Three devices (part # cev605gt) were returned to mxi service and repair.